Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was obtained via a femoral approach. The 90% stenosed, 24mm in length, target lesion was located in a severely tortuous and severely calcified unspecified vessel. The 2.5x24mm liberte bare stent was advanced; however, was unable to cross the target lesion and it was noted that the stent struts were "pulled away." The procedure was completed with another 2.5x24mm liberte bare stent. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the stent dislodged inside the patient during the procedure, however the dislodged stent was removed with an unknown retrieval device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - returned product consisted of a liberte-veriflex stent delivery system (sds) with no stent or other devices. There was blood and contrast in the guide wire lumen. The balloon was loosely folded which is consistent of having some positive pressure applied. There was stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was not received for analysis. The magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty and stent damage or stent detachment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a liberte-veriflex stent delivery system with no stent or other devices. There was blood and contrast in the guide wire lumen. The balloon was loosely folded which is consistent of having some positive pressure applied. There was stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was not received for analysis. The magnified inspection presented no damage or irregularities that could have caused or contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).